Manufacturer narrative:
(B)(4).

Event description:
Update feb 13, 2018: pfs and medical records received. In addition to what was previously alleged, pfs alleges corrosion and friction wear caused the release of metal debris into the patient¿s body resulting to pain, discomfort, hives ,rash and severe itching which likely caused by metallosis. Patient also struggles with heightened fear, anxiety and sadness. After the review of medical records, it was reported that the patient was revised to address pain due to the failed metal-on-metal hip replacement. Revision notes reported serous dark yellowish fluid, erosive black stained debris was found between the head and the trunnion of the femoral component, yellowish debris underneath the liner, and necrotic looking tissue compatible with alval. Laboratory results for metal ions were below 7ppb. Added the hole eliminator product information since it was revised.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address elevated ion levels.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.